Event description:
It was reported the patient was receiving a battery age warning, and her recharge burden had increased to every day. It was reported to physician had scheduled a surgical intervention to replace the ipg. The patient reported the ipg was currently unable to provide full stimulation due to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event report. Sjm defers to the patient's physician regarding medical history.